Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported clip detachment was confirmed via returned device testing. While examining the inner components of the returned clip delivery system (cds) under the keyence microscope, the actuator coupler was identified to be broken. Based on the analysis of the returned device, it is likely that the broken coupler resulted in the inability to open the clip and subsequent detachment of the clip from the cds. Due to the condition of the returned device (broken coupler and unreturned clip), functional testing for the inability to open the clip could not performed. Post procedure, the physician commented that the problem with both clips was believed to be caused by the extreme curve on the steerable guide catheter (sgc), which could have caused the clip to partially detach from the cds during insertion. The physician acknowledged the user error as being the cause of the device issues with the cds. In this case, it is likely that the positive deflection on the guide during insertion of the cds, in addition to the low transseptal puncture/advanced steering maneuvers, resulted in increased tension on the device, such that the actuator coupler became bent and subsequently broke. This damage would have resulted in the reported inability to close the clip and detachment of the clip from the cds. During actuation, the clip assembly travels up and down the actuator coupler, so if the coupler bends and breaks, opening the clip (actuation) may be difficult to impossible. Based on the information reviewed and the evaluation of the returned device, the inability to close the clip and clip detachment in this incident appear to be related to procedural conditions/user technique. It should be noted that in the mitraclip instructions for use (IFU), the user is instructed to, turn the +/- knob to neutral then carefully advance the cds through the guide under fluoroscopic guidance. If resistance to cds advancement is felt, reduce guide deflection. Section initial mitraclip system positioning in the left atrium further warns, do not deflect the sleeve tip more than 90 degrees as device damage may occur. Use of damaged product may result in cardiac injury. The incident information and returned images were reviewed by an abbott vascular senior medical advisor. The review concluded that in totality, the images confirmed the open second clip as reported in the incident along with placement of the asd occluder to stabilize the devices before taking the patient to surgery. The bend on the sgc that may have contributed to the reported difficulty with detachment of the second clip could not be confirmed on the images provided. Left ventricular angiography was also performed with no evidence of obstruction or perforation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A query of the electronic complaint handling database indicated there had been no similar clip actuation issues (difficult/unable to open), detachment of the clip from the cds or breaks in the actuator coupler incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This report is filed on the third delivery system ((B)(4)) for the clip detaching from the clip delivery system in the left ventricle, requiring surgery. It was reported that during a mitraclip procedure, after the clip delivery system (cds) had been advanced into the left atrium, the transseptal puncture was noted as being too low although the puncture was made as high as possible. Re-puncture was not performed and advanced steering was used to position the device. Sufficient height between the puncture and the mitral valve was not obtained so the physician used non-approved techniques to position the cds by under-straddling the cds and curved the cds sleeve to more than 90 degrees. After multiple, difficult attempts to grasp the leaflets with the clip, the clip was deployed. As the second cds ((B)(4)) was advanced to the left atrium, the steerable guide catheter (sgc) tip was not straightened but had a maximum plus curve applied. When an attempt to open the clip was made, it could not be opened. After several attempts to open the clip using standard troubleshooting maneuvers, the lock lever was pulled back well beyond the designated blue line. The physician reported that there was too little resistance on the lock line, so he pulled it with surgical clamps and the line broke. The cds was removed from the anatomy and a crack was noted. The clip appeared as if it was about to detach from the cds.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A third cds ((B)(4)) was used. The cds was advanced through the unstraightened sgc tip (maximum plus curve applied). The clip was advanced into the left ventricle without attempting to open the clip because the physician felt it was safer due to the lack of height in the left atrium. The clip was opened and positioned in the mitral regurgitant jet. When the attempt to close the clip was made, the clip detached from the cds. The cds and sgc were removed from the anatomy leaving the clip attached to the lock and gripper lines. The two lines were then stabilized using an asd occluder that was placed in the transseptal puncture. The clip was stable. The patient remained intubated and underwent surgery the next day. During surgery, the implanted clip was cut out of the mitral valve and the detached clip with the gripper/lock lines were removed. The mitral valve was reconstructed endoscopically with a good outcome. Post procedure, the physician said that he believed that the problem with both clips was caused by the extreme curve placed on the sgc which could have caused the clip to partially detach from the cds. No additional information was provided. (B)(4). The mitraclip is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The second mitraclip referenced is filed under a separate medwatch MFR number.

Event description:
Subsequent to the previously filed report, additional information was received that the patient was discharged from hospital in good condition. During the mitraclip procedure approximately 20 cm of lock line ((B)(4)) separated in the patient and was surgically removed with the mitraclip the following day.